Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of overdischarge was due to patient having stopped charging due to diffi cult living situation. Physician recharge mode was used successfully and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they are meeting with patient today for likely overdischarge. Caller requested assistance with reviewing physician recharge mode as they "don't deal with this often". The caller was not with the patient. Agent suggested attempting to connect with the ins using tablet and patient's external equipment and if nothing is successful to proceed with prm. Tss reviewed instructions for initiating prm with legacy recharger and emailed instructions for prm with wireless recharger, if needed.